Manufacturer narrative:
It was reported that the patient experienced a critical battery alarm. The battery ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that device passed visual inspection and functional testing. The controller, (B)(4), in use during the event did not have the smr upgrade. Log file analysis revealed one critical battery alarm involving (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc. Additionally, log files revealed one power disconnect alarm involving the battery. During the power disconnect alarm, a safety word alert (saw) value was recorded indicating a discharge overcurrent. This is an additional observation not related to the reported event. The most likely root cause of the reported critical battery alarm can be attributed to communication errors between the controller and the battery. Heartware is investigating communication errors. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the patient experienced a critical battery alarm that was displayed on controller screen when the battery was charged. The battery was replaced with no reported consequence or impact to the patient. No further information was provided.